Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: sedr01 implantable pulse generator (B)(6) 2012, 4076 implantable pacing lead (B)(6) 2012. (B)(4).

Event description:
It was reported that during a device interrogation the initial impedance reading on the right ventricular (rv) lead was low. It was rechecked and within normal range. It was also reported that the patient was dizzy and has multiple health issues. The lead remains in use. No patient complications have been reported as a result of this event.